Event description:
It was reported that the "caller was wondering why elective replacement indicator (eri) would occur in the first place and why it could be cleared?". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. False elective replacement indicator (eri) due to measurement system lock-up. False eri cleared by programmer with updated software.